Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold. Imaging revealed insulation damage. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.